Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported deflation issue; however the difficulty removing the device, separation, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for deflation issues, difficult to remove, or separations for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto), de novo lesion in the right coronary artery (rca). After pre-dilatation was performed, the 4.0 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion with resistance due to the cto. The stent was deployed at 18 atmospheres (atm) and was well apposed as confirmed with the stent boost; however, the balloon did not deflate normally. After some time, the balloon was impossible to move, and all attempts to withdraw the sds failed. During the attempt to remove the sds and the guiding catheter as a single unit, the balloon separated from the sds and remained in the artery. Several attempts with several techniques to withdraw the balloon were unsuccessful. The patient was transferred to a cardiac surgical department unit where the separated portion was surgically extracted with an aortotomy. The patient is doing well. No additional information was provided.

Manufacturer narrative:
Concomitant products: guide wire: ht pilot 150, ht progress 80, miracle 6 (asahi), ht progress 200t, ht whisper ls guiding catheter: al 0, 75 6f. (B)(4). It was reported the patient experienced ischemia and that thrombosis was noted in the stent. The reported patient effects of ischemia and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Cine images were returned and reviewed by an abbott vascular clinical specialist. The images confirmed that the stent delivery system balloon did not fully deflate and was retained within the artery. The investigation was unable to determine a definitive cause for the reported deflation issue or patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch filing, additional information was received stating: the patient is doing well; however, coronary angiography results of on 6/30/2015 revealed thrombosis at the proximal stent in the right coronary artery (rca). The patient was informed about the result and the necessity to perform a scintigraphic exam to assess the residual ischemia degree. No additional information was provided.